Manufacturer narrative:
No further information is available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available. Related manufacturer reference number: 2938836-2020-04659 and 2938836-2020-04660.

Manufacturer narrative:
The device was above eri. The device was tested using automated testing equipment, and no anomalies were found.